Event description:
It was reported that within a day of implant, the right ventricular lead was unable to capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.